Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with detached end cap. Further testing could not be performed due to detached end cap.

Event description:
It was reported that the bottom of the insulin pump fell apart. The blood glucose reading was 57mg/dl. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.